Event description:
It was reported to boston scientific corporation that a wallflex rx biliary fully covered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, the patient had an obstruction within the distal common bile duct due to a malignancy. The stricture was not dilated prior to stent placement. During the procedure, significant resistance was encountered when the technician attempted to release the stent and deployment was difficult. The stent was implanted within the desired location. However, during withdrawal of the stent delivery system, the delivery system became stuck within the common bile duct. When the physician attempted to pull on delivery system, the delivery catheter broke in half. The physician retrieved the detached portion of the delivery catheter from the patient using radial jaw 4 biopsy forceps. The stent remained implanted in the correct position and the procedure was completed using this stent system. There were no complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.